Event description:
During a laparoscopic colon procedure, the device would not open. The device was removed with additional resection of colon. The case was completed with a similar device with no additonal pt consequence.